Manufacturer narrative:
The malfunctionwas duplicated and attributed to a faulty mode relay on the hv module.

Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 117".